Event description:
The customer reported an issue with a scd unit. Upon receipt of the unit, service conducted an internal inspection on (B)(6) 2018 which revealed a capacitor had failed, resulting in the dc voltage shorting which generated sparking and caused the failure to thermal damage surrounding the pcb material and components.

Manufacturer narrative:
All device history records (DHR) are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The unit was returned to the service center and an evaluation was performed. The customer originally reported a complaint of a beeping noise. This issue of thermal damage was discovered by the service technician. The complaint was verified that the unit would beep when plugged in because there was no signal from the battery. It was also verified the unit had experienced thermal damage due to a failed c9 capacitor. Upon receipt the unit was not able to power up on battery or ac power. It was verified the unit would beep when ac power was applied. The charging indicator was responsive. Internal inspection revealed capacitor c9 had failed, resulting in the vbat dc voltage shorting to f gnd. This generated sparking which caused the failure of thermal damage surrounding pcb material and components. Service has changed all parts in this unit that were either damaged, needed upgrade, or missing from the unit. The unit passed testing and was processed pursuant to current procedure. The unit was also run through hipot and the unit read each port correctly. Based on the findings from the service center, the reported issue was confirmed. The root cause is determined to be capacitor c9 failure, resulting in the vbat dc voltage shorting to f gnd. This generated sparking which caused the failure to thermally damage surrounding pcb material and components. The unit's control board and the damaged l4 were replaced which resolved the issue. The reported customer complaint was confirmed. The root cause was determined to be capacitor c9 failure, resulting in the vbat dc voltage shorting to f gnd. No corrective or preventive action is planned at this time. This complaint will be used for tracking and trending purposes.